Event description:
It was reported that a doctor implanted two leads in a patient and there was approximately a ¿10+ mm difference¿ in the length of the leads. It was noted that upon reviewing the patient¿s post-operative CT, the left lead appeared to bend or curve at the distal electrodes. It was reported that the doctor was suspecting that the stylet did not go to the tip of the lead and contributed to the lead misplacement. It was later reported that the lead was still implanted and they were determining whether or not to revise it. The reporter did not believe that x-ray or MRI had enough resolution to get a precise measurement. It was later reported that upon preparing to load the lead into the cannula, the doctor noticed that the lead seemed ¿quite a bit longer,¿ by about 1 cm, than other 40 cm leads. It was noted that at the time, the doctor posited that because the implant depth was measured from the lead tip and not the tail, a difference in lead length would not affect his ability to place the lead in the target with the headframe. The reporter stated that the doctor proceeded with the implant and upon programming, little to no response was obtained. It was reported that review of the MRI and CT scans revealed that the lead was outside the study target, the anterior limb of the internal capsule. It was noted that all of the doctor¿s other lead positions implanted were ¿spot-on.¿ it was reported that in the discussion before the revision, the doctor suggested that he felt that he now assumed that the stylet was shorter than the full lead length, and perhaps was the cause for the off-target trajectory of the lead. It was noted that the patient used a different manufacturer¿s frameless system for the revision and removed the lead from the left hemisphere of the brain on (B)(6) 2010. The reporter stated that upon opening the new lead, he checked the tip for rigidity and confirmed that the stylet was correctly in place, which was not done at the original implant. The lead was implanted. It was noted that intra-operative programming with a psychiatrist¿s assessment resulted in little to no patient response in the categories of mood, anxiety, and energy. It was reported that the patient was closed. It was noted that the doctor had some difficulty finding the lead/extension connection and review of the previous post-operative x-ray confirmed that the lead/extension connection had migrated far down the cranium to the neck. The reporter stated that as a result, the pocket was opened, the lead/extension connection was pulled through, the old lead was removed, and the doctor re-tunneled from behind the ear to the pocket. It was noted that the original extension was pulled up to the lead and the connection was made and checked. It was later reported that there was positioning difficulty of the lead and there was no patient injury. Additional information received reported that the patient¿s lead replacement resulted in in-patient hospitalization and the event re solved without sequelae. It was later reported that there was irritation, swelling, and pus at the front fiducial site and an infection was diagnosed. It was noted that etiology was noted as ¿revision post-op¿ and the patient was given cephalexin and bactroban. It was reported that the event resolved without sequelae. It was noted that the fiducial was a product of a different manufacturer. It was later reported that the patient had increased fatigue and an increased need for sleep and interventions included an unscheduled follow-up visit along with a complete blood count (cbc). It was noted that cbc yielded normal results and etiology was possibly related to therapy. It was reported that the event resolved without sequelae. It was additionally reported that the patient had a lack of energy. It was noted that it was probable that this was related to therapy and reprogramming occurred on (B)(6) 2010. It was later reported that the patient had persistent hypertension and interventions included psychotropic medication, norvasc, and lisinopril. It was noted that the patient¿s week 17 short term testing was postponed until a visit with the patient¿s primary care provider about antihypertensives and the patient showed lower blood pressures due to continuing hypertension despite medication changes as noted. It was reported that the diagnosis was an exacerbation of pre-existing hypertension. It was reported that the event resolved without sequelae. Additional information received reported that the patient never had therapeutic effect and since implant, there was no therapeutic effect for depression. It was noted that on the right lead, therapy impedance was 2821, the patient was programmed with 0 negative, 3 positive, and at the last appointment the settings were changed from 6 volts to 7 volts, pulse width from 60 to 90, and the rate was left at 130. It was reported that cycling was added with 10 minutes on and 1 minute off. It was noted that electrode impedances ranged from 3762 to 741 on all pairs. It was reported that the patient was better for a few days and then he started not doing well again. It was noted that therapy impedance on the left lead was 1006 with electrode impedance ranging from 736 to 1250. It was reported that the patient was feeling tingling at home. It was later reported that the patient never had therapeutic effect post-implant. Additional information received reported that the patient was seen on (B)(6) 2010 for a routine interrogation and some programming issues were encountered with the patient¿s left device. It was noted that both of the patient¿s devices were interrogated and programmed accordingly by the patient¿s doctor two weeks prior. The reporter stated that the programming head was held over the device during interrogation, the initial screen was displayed, and settings were confirmed from the previous appointment. It was noted that a routine electrode impedance check was done and there was an error message that ¿this device has been interrogated by a different programmer/software.¿ it was reported that ok was selected, which cleared the message and allowed the test to proceed. It was noted that during the electrode impedance test telemetry was lost and the patient was adjusting the programming head over the device, which caused the device to ¿freeze¿ at settings of 4 volts, 210 pulse width, and a rate of 30 at an electrode configuration that was different from the original programmed settings. It was reported that the settings were confirmed as appropriate and expected with a loss of telemetry during an impedance test. The device was turned off at 0 volts before proceeding, the device was interrogated again and electrode impedance was able to be completed. The reporter stated that they wanted to complete therapy impedance but needed to reprogram the patient to his original amplitude to get an accurate therapy impedance for the setting. It was noted that when the amplitude was attempted to be increased beyond 4 volts, they received a charge density warning, which seemed unusual given the settings. It was reported that they thought that the device may not have been reset after the telemetry loss so they shut down the session, re-interrogated, confirmed the settings and tried increasing the amplitude but received the same error message. It was noted that the reporter tried using the clinician programmer from the other device but got the same error. A therapy impedance was collected at 4 volts and 90 pulse width and obtained a value of 798 ohms. It was noted that the value confirmed that the patient wasn¿t in any danger at the current setting. The reporter stated that they went back to using the original clinical programmer and tried to increase the amplitude. It was noted that this time they received the charge density warning along with an error message that read ¿programming changes exceed the limits of current settings.¿ it was reported that the error message revealed that the patient had been set to an upper rate of 130, a lower rate of 30, an upper amplitude of 4, a lower amplitude of 0, and an upper pulse width of 210 and a lower pulse width of 90, which explained the unusual charge density warnings at the low settings. It was noted that the device was not interrogated at any time in the past two weeks since the patient¿s last regularly scheduled visit and the printout from his interrogation indicated that the custom setting programming was a change from the initial settings that occurred on (B)(6) 2010. The reporter stated that the first error message couldn¿t be explained and normally this may not have raised much concern, but its occurrence coupled with the other issues made them question if the implantable neurostimulator or clinician programmer might be malfunctioning in some way. It was noted that the counter reset date was (B)(4) 2010 with two activations. It was later reported that the patient had ¿subjective restlessness¿ and mood ¿up and down.¿ it was noted that the diagnosis was affect lability and etiology was possibly related to the therapy. It was reported that there was reprogramming on (B)(4) 2010 and the event resolved without sequelae. It was noted that the patient also had difficulty falling asleep and was given ambien. It was reported that there was a possible open circuit on the 0 contact on the right device system with impedance measurements greater than 3500 ohms. It was later reported that these instances had not occurred again. Additional information received reported that the patient reported an abrupt fall in mood or ¿crash¿ following the previous session for a few days, but it resolved and the patient was back to the depression level of a week prior. It was noted that the diagnosis was worsening depression and etiology was possibly related to the therapy. It was reported that there was no action taken and the event resolved without sequelae. It was later reported that there was tingling at the right implantable neurostimulator. It was noted that the event resolved without sequelae. It was later reported that the patient had worsening of initial insomnia and difficulty falling asleep. It was noted that the patient already had some insomnia as part of depressive syndrome at baseline. It was reported that etiology was probably related to therapy and interventions included diphenhydramine, reprogramming on (B)(4) 2011, and an unscheduled visit on (B)(6) 2011. It was noted that the patient showed some modest improvement after the last adjustment and then gradually started to wane approximately 10 days later. It was reported that there was more marked deterioration in all depression symptoms, including mood, hypersomnia, fleeting symptom improvement, crying, and anergia. The diagnosis was transient improvement followed by an accelerated decline. Etiology was probably related to therapy, interventions included reprogramming on (B)(6) 2010 and the event resolved without sequelae. It was later reported that the patient had restlessness and agitation, both psychic and physical, which eventually resolved after several concurrent events, including medication changes and programming changes. It was noted that etiology was possibly related to therapy and interventions included psychotropic medication and propranolol. There was a propranolol trial for 7 days to evaluate possible akathisia. It was reported that the event resolved without sequelae. It was later reported that there was additional reprogramming on (B)(6) 2010. It was later reported that the left lead replacement was done as an attempt to reposition the lead to optimize therapy. It was additionally reported that there was also reprogramming on (B)(6) 2010. It was later reported that the patient¿s impedances never exceeded 4000 ohms. This report is for the patient's left device. See MFR. Report #3004209178-2012-00482 for information about the patient's right device.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # (B)(4), product type programmer, physician; product ID 3391s-40, lot # v387340, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type lead; product ID 8840, serial # (B)(4), product type programmer, physician; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Final analysis of the lead (lot # v387340) revealed that the distal end of the lead was stretched and the proximal end of the lead was severely stretched. It was noted that the outer insulation was torn underneath the #0 connector sleeve. Electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits.